Event description:
It was reported that the device exhibited ¿cumulative through put computationally good, but without real delivery¿. There was unknown patient involvement.

Manufacturer narrative:
One device was received for analysis. The device was not for repair in the last 12 months. Functional checks and visual tests were performed at a flow rate test with pm 845. The flow rate was in normal parameters. No further actions were taken.